Manufacturer narrative:
Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going. Device not returned.

Event description:
Country of complaint: (B)(6). Received via medwatch (mw5075171): loosening tibia, total knee implant. Additional information has been requested. File will be updated when information is received.

Manufacturer narrative:
Investigation: no product is at hand. Conclusion and root cause: no product available and therefore an analysis is not possible. Rational: unfortunately, due to a lack of data and without the product, we can not determine the exact cause. There is the possibility that these are not aesculap implants. No CAPA is necessary.